Event description:
A customer reported experiencing an error with their continuous glucose monitor labeled as cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to complete a pump reset, and following the reset, the error did not reappear. The customer was able to successfully start their sensor session afterwards.